Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. It was found that a rinse unit tube had a hole in it, and a metal probe was sticking out of the top. The tubing was repaired and reattached. Mechanical checks were performed, and precision checks were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for total protein gen.2 (tp2), calcium gen.2 (ca2), and creatinine jaffe gen.2 (crej2) on a cobas 8000 c 702 module. Patient 1 initial ca2 result was 0.43 mmol/l. The repeat result was 2.33 mmol/l. Patient 2 initial ca2 result was 1.17 mmol/l. The repeat result was 2.56 mmol/l. Patient 3 initial crej2 result was 318 umol/l with a data flag. The repeat result was 79 umol/l. Patient 4 initial tp2 result was 236 g/l with a data flag. The repeat result was 73 g/l.

Manufacturer narrative:
The investigation determined the event was due to the hole in the rinse unit tube.